Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my doctor said they migrated') in a 29-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus infection and cough. Concomitant products included nsaids since 2004 and paracetamol (acetaminophen) since 2004. On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced depression ("psych injury/ psychological or psychiatric problems, depression"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding ( menorrhagia) and anxiety ("psychological or psychiatric problems, mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), abdominal pain lower ("serious cramps"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, headache, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation and headache with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain : yes, received treatment for psych injury : no. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Post removal complication was yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new event uti was added. New reporter was added too. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my doctor said they migrated') in a 29-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, numbness, pinched nerve, abdominal pain lower, dyspareunia, fatigue, hemorrhoids, anemia, migraine, mood swings, allergic rhinitis, endocervical squamous metaplasia, nabothian cyst and adenomyosis. Concurrent conditions included sinus infection and cough. Concomitant products included nsaids since 2004 and paracetamol (acetaminophen) since 2004. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/ psychological or psychiatric problems;- depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)") and anxiety ("psychological or psychiatric problems :- mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), abdominal pain lower ("serious cramps"), headache ("headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full)/laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, headache, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation and headache with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain : yes, received treatment for psych injury : no. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Post removal complication was yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039803) on 15-jan-2015. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my doctor said they migrated') in a 29-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus infection and cough. Concomitant products included nsaids since 2004 and paracetamol (acetaminophen) since 2004. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/ psychological or psychiatric problems;- depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anxiety ("psychological or psychiatric problems :- mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), abdominal pain lower ("serious cramps"), headache ("headaches"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, headache, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation and headache with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain : yes, received treatment for psych injury : no. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: - reporter information was added. Lot no was added. New event added vaginal bleeding, menorrhagia, mental anguish, dysmenorrhea (cramping), and psych injury event updated depression. Severity added pelvic pain. And concomitants drugs, medical history and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039803) on 15-jan-2015. The most recent information was received on 04-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my doctor said they migrated') in a 29-year-old female patient who had essure (batch no. B59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus infection and cough. Concomitant products included nsaids since 2004 and paracetamol (acetaminophen) since 2004. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psych injury/ psychological or psychiatric problems;- depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anxiety ("psychological or psychiatric problems :- mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic/ pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), abdominal pain lower ("serious cramps"), headache ("headaches"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, headache, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation and headache with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain : yes, received treatment for psych injury : no. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5039803) on 15-jan-2015. The most recent information was received on 04-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my doctor said they migrated') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("serious cramps"), headache ("headaches"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, headache and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation and headache with essure. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain : yes, received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. This case become incident. Lab data, removal date added. Event: pelvic pain/chronic, abdominal pain, psych injury were added. This spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her doctor said they migrated. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case the exact location of the device was not reported, however considering the nature of the reported event, causality with essure cannot be excluded. Also, non-serious events were reported. Consumer mentioned the seriousness criteria required intervention as event outcome, however she did not specify it. Hospitalization was not reported. Therefore, this case was regarded as non-incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.